Manufacturer narrative:
(B)(4). Estimated date (reported as event occurred in mid 2014). There was no reported device malfunction and the product was not returned. Review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of dissection, as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that an unknown xience prime stent was implanted in mid 2014 and an edge dissection was caused due to the balloon. Reportedly, the physician felt that the case was performed perfectly and then after removal of all equipment an edge dissection proximal to the stent was noted. There was no intervention performed to treat the dissection. There was no adverse patient sequelae post procedure. There was no significant impact to the patient due to a reported clinically significant delay in the procedure. No additional information was provided.